Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that there was a communication failure error message. This error prevented the system from booting to a usable state. There is no report of a pt injury or death associated with this event.